Event description:
A third-party service agent contacted physio-control to report that they were unable to change the language setting of their customer's device to the user specified language and was providing audio prompts in an incorrect language. As a result, proper instructions would not be available to the user, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h3, device evaluated by mfg of the initial medwatch report indicates no. Section h3, device evaluated by mfg of the initial medwatch report should indicate yes. A stryker data solutions support specialist evaluated the device's lifelinkcentral profile and verified the reported issue. After re-enrolling the device, proper device operation was observed. The device remains in service with the customer.

Manufacturer narrative:
A third party service agent evaluated the customer's device and observed that they were unable to change the language setting to the user specified language. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that they were unable to change the language setting of their customer's device to the user specified language and was providing audio prompts in an incorrect language. As a result, proper instructions would not be available to the user, if needed. There was no patient use associated with the reported event.